Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) had a line going through the display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the top display was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) had a line going through the display. There was no patient involvement, and no adverse event reported.